Event description:
It was reported that the right atrial lead exhibited noise causing inappropriate auto mode switch episodes. Noise could be replicated with pocket manipulations and hand maneuvers. The device was reprogrammed and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.